Event description:
Rptr states three incidents for this chair. The first incident occurred while end user was backing up. The chair lurched right and smacked rptr's knee on rptr's desk. Second incident was as end user turned the joystick left. The chair went right and end user hit the wall and the tires were spinning, smashing rptr's foot against the wall. The chair was turned off in order to stop the chair. The third incident occurred while end user was going straight across rptr's kitchen floor, the chair whipped right, spun more then 360 degrees and flung rptr's shoes off.